Manufacturer narrative:
The lead is not expected to be returned for analysis. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that during the implant procedure the insulation of this left ventricular (lv) lead was damaged while cutting the safe sheath introducer. It was reported that during cutting of the safe sheath connection with the cutting device was lost. The cutting device was reintroduced, but the lead was struck in the split sheat. The lead was repaired with hand cut lead cap kits and sutured together. Approximately two weeks later there was no capture on either vector. A revision procedure was performed and the lv lead was explanted. A new lv lead was successfully placed. No additional adverse patient effects were reported.